Event description:
The ortho summit sample handling system, pipettor, instrument generated power failure error message and an electrical burnt smell. No death or serious injury was associated with this incident.